Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, when the patient woke up in the morning she felt weak and was vomiting, she checked her cgm readings but saw a ¿sensor failed¿ message without any cgm readings. After few minutes the patient went to the doctor¿s office. Her doctor discovered that she was not receiving insulin since the tandem pump was coming loose and was about to detach from the patient´s body. The doctor advised the patient to go home and to inject insulin manually but after arriving home and follow the doctor´s instruction she started to feel that she was about to pass out. The mother called an ambulance and patient was taken to the hospital. At the hospital the patient was treated with dextrose, fluids and insulin; there is no documentation at what exact point the medications were administered. The patient was transferred to the intensive care unit (ICU) on the same day. The next day she was transferred to a regular hospital room. The patient was discharged 1 day later on (B)(6) 2023. At the time of the report the patient was feeling okay. There were no bg values reported during the entire event as the patient could not remember. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be residual aberration. No additional patient or event information is available.